Manufacturer narrative:
The suspect device was returned to an olympus service center for evaluation. The reported allegations of error code b30 and a "sandstorm" image were not reproduced during the evaluation. However, dents, scratches, and dirt were observed on the metal contacts of the connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that when preparing the subject device for use, error code b30 (scope communication error) occurred and the image on the display looked like a "sandstorm". The procedure was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be reproduced. No abnormalities with the image could be confirmed. As bumping marks and scratches were noted on the electrical contacts of the video connector, it was presumed that there is a possibility that communication between the electrical contacts of video system center and electrical contacts of the video connector became unstable temporarily and caused the event; or the event was possibly caused due to a temporary failure of scope connector inner board. The following is recommended to the user: inspect the device prior to use and on a regular basis continuously; confirm handling of the video connector with reference to the operation manual ('contraindications, warnings, and cautions'), shown below: "do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." Olympus will continue to monitor field performance for this device.